Event description:
The article "short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches" from the journal of glaucoma noted the following events: 41 eyes were implanted via transconjunctival ab externo technique; 55 eyes needed iop-lowering medication at final follow-up; 1 eye experienced crvo resulting in decreased visual acuity; 1 patient experienced intraocular lens subluxation requiring iol exchange; 7 eyes experienced iop above 30 mmhg; 18 eyes underwent bleb needling for stent encapsulation; 7 eyes underwent a tenonectomy; 4 eyes experienced xen occlusions from iris and blood (1-iridoplasty, 3 second xen45); 4 eyes experienced hyphema; 3 eyes experienced wound leak; 3 eyes developed rebound iritis; 2 eyes experienced choroidal effusions (resolved w/o intervention); 1 eye experienced hypotonous maculopathy; 1 eye experienced corneal decompensation (xen removal and baerveldt); 1 eye experienced symptomatic bleb extension (required bleb revision); 1 eye experienced cystoid macular edema; 1 eye experienced corneal abrasion; 26 eyes in total required additional glaucoma surgery: 2 eyes required a baerveldt glaucoma implant; 2 eyes required an ahmed glaucoma valve; 1 eye required micropulse (mp) surgery; 1 eye required gonioscopy assisted transluminal trabeculotomy (gatt) with mp; 1 eye required kahook dual blade (kdb); 1 eye required gatt with omni; 1 eye required iridoplasty; 3 eyes required hydrus with mp; 1 eye required kdb with endoscopic cyclophotocoagulation (ecp); 13 eyes underwent placement of a 2nd xen45 stent.

Manufacturer narrative:
Clarification to implant date: xen-45 implantation between 2017-2020. Health effect- clinical code: e0503, e083902. Health effect - impact codes: f2301, f15, f0101. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.